Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer advised he had high readings due to e4 messages on the pump. Customer reported that pump has been showing occlusions the last couple of weeks. Yesterday, the pump showed an occlusion. The customer had readings of hi, which on the system indicates a result in excess of 600 mg/dl, on his meter at about 3:00 pm. His high symptoms included feeling light headed and dizzy. Customer's wife drove him to urgent care. Customer does not recall reading on urgent care meter. Labs were drawn, customer had lab result of 720 mg/dl around 4:00pm. Customer was not treated. The urgent care called paramedics at approximately 4:30pm. Customer was given IV drip by paramedics. Customer does not know what was in the IV. Customer was taken to the hospital by ambulance, which was 3 minutes away. Customer was treated with IV drip in the emergency room. Customer was admitted to hospital and released on (B)(6) 2016. Customer stated high readings were due to repeated occlusions on his pump. A request was made for the return of the device.